Manufacturer narrative:
The pump passed the displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and p-cap locks properly into the reservoir compartment. No rattling noise during testing. Pump was cut open and no loose components inside the pump during the visual inspection. The following were noted during visual inspection: battery cap contact missing, cracked case, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube) and label damage (faded and stained). In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment when cracked battery tube case and cracked case corner of belt clip rails were noted. Rattling noise was not confirmed. Battery cap damage was confirmed with missing metal stake and missing contact dots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and rattling noise. The customer reported no adverse event. The event involved product(s) (B)(6) . Troubleshooting was performed and customer reports a physical damage to pump. No harm requiring medical intervention was reported. Customer would discontinue the use of the insulin pump. (B)(6) was requested and customer response was the device will be returned.